Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left periophthalmic internal carotid artery (ica). The aneurysm measured 16x27mm and had a neck diameter of 8.9mm. The landing zone artery size was 5mm distal and 11mm proximal. The vessel was severely tortuous. The devices were prepared as indicated in the IFU. It was reported that the pipeline flex was deployed and did not open on the distal end. The device was positioned in a vessel bend; 50% of the device had been deployed when it failed to open. Resheathing was not possible due to the patient's anatomy. The pipeline flex was removed by pulling it back through the microcatheter. It was noted that outside of the patient, the pipeline flex still would not open distally. The procedure was completed using a new pipeline flex. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
The pipeline flex braid and pushwire were returned for evaluation. As received, the pipeline flex braid was attached to the pushwire. The pipeline flex braid was observed to be fully open; there was damage to the distal end, no damage to the middle section, and slight fraying damage to the proximal end. The catheter was not returned; therefore any contributing factors from the catheter could not be assessed. Based on the analysis findings and event details, the report of pipeline flex failure to open on the distal end could not be confirmed. It is possible that the damaged braid, braid sizing, and the patient¿s anatomy may have contributed to the reported issue. It is not recommended to initiate deployment of the device on a vessel curve. However, the cause for the reported experience could not be conclusively determined as the returned pipeline flex braid was observed to be open with damage on both ends. In addition, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): the user should "select an appropriately sized ped such that its fully expanded diameter is equi valent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration. Begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.